Event description:
Same case as MFR report #3005099803-2008-06972 and #3005099803-2008-06974. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the balloon "popped". The target lesion was in the common bile duct. An extractor xl 8.5 mm balloon had been advanced to retrieve unspecified stones. While attempting to extract the stones, the balloon "popped". The device was removed intact. The physician made 2 additional attempts with the same stone extraction utilizing 2 additional extractor xl 8.5 mm balloons, but the same malfunction occurred each time. The procedure was able to be completed with a 4th extractor xl 8.5 mm balloon. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.